Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had issues with high blood glucose levels. It was reported that the customer was on steroids, and it caused their levels to rise. The customer's blood glucose level at the time of incident was 486mg/dl. It was reported that the customer changed their set three times due to pump prompting them too. It was reported that the customer was advised to conduct set change if levels did not drop after insulin was administered. No further assistance provided.